Event description:
Healthcare professional reported that a patient was injected 0.5 ml of juvéderm volbella® xc in the lips and 1 ml of of juvéderm® vollure¿ xc in the marionette lines and nasolabial folds. Four months later, patient experienced bump on the right lip. Two days later, patient reported swollen on lip and lower face. Patient was treated with medrol dose pack. Five days later, patient was treated with 2 ml of hylenex in the lips and lower face. The syringe has been discarded. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00791 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 963/3. Continued h.6. Type of investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.